Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during an esophagogastroduodenoscopy (egd) with variceal banding procedure in the esophagus performed on (B)(6) 2015. According to the complainant, during the procedure, the physician noted that the bands were difficult to release and the handle had to be turned multiple times before each band deployed. According to the physician, an audible click was heard for every complete turn of the handle. The procedure was completed with this speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The complainant was unable to provide the device lot number. Therefore, the manufacture and expiration dates are unknown. It was reported that the device was not used past its expiry date. Reported issue of bands difficult to deploy. The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.